Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by mfg: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-05511. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician loaded an unspecified rotablator burr on to the 330cm rotawire guide wire. While testing the speed of the burr, a section of the rotawire guide wire detached when the speed was increased from 180,000 to 190,000rpms. The procedure was completed with another rotablator burr and another 330cm rotawire guide wire. No complications were reported and the patient's status is good.